Manufacturer narrative:
Other, other text: device evaluation summary: one cadd solis vip pump was returned for analysis. Visual evaluation of the pump found no damage to the pump. Review of device history log found no relevant event in the history. Device testing included accuracy testing. The testing results found the pump to be delivering within the published specification of +/-6%. The customer's concern regarding failed accuracy was unable to be confirmed. Problem source could not be identified., corrected data: b1: adverse event and/or product problem (corrected). B2: outcomes attributed to adverse event:(corrected).

Event description:
Oracle ro 1055583: sn#: (B)(4) failed volume metric accuracy test. Event occurred during testing and no patient involvement.